Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number, d9, h3, h4, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One needle suture combination in four sections outside its packaging that pertained to product code eh7585h was returned for evaluation. This product code is double-armed. Upon initial inspection of the sample, it was noted damage on the surface of the suture. The ends of the suture pieces were examined and the end of the suture was found to be cut, probably caused by a surgical instrument. The functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide lot number: tebjue. Please clarify when the event occurred: during use, but the specific situation is unknown. The following information was requested, but unavailable: procedure name and date. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date and suture was used. It occurred that the suture was broken. It was not a control release needle. There were no adverse consequences to the patient. Additional information has been requested.